Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image disappears on the screen. No negative impact in state of health reported. There is no information that the event caused harm or serious injury to patient, user or third party.

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer, "the image disappears on the screen" could not be confirmed. No failure could be detected even a continuous operation was run to identify the described issue. Section 3.8 on page 10 of the IFU (IFU lza705_en_v4.3_IFU_ce-MDR) advises that the product must be tested before use and that a replacement device should be ready. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints. No trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).